Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Email - (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, e1, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease flat and opening crack. Leak test was performed and found opening on anterior and opening crack . A microscopic analysis was performed which identify sharp opening on valve bond edge, under plug strap and opening crack on diaphragm valve. Based on the device analysis the final assessment is: -a opening sharp on valve bond edge, under plug strap side assessed as unidentified (tear) opening. - a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.